Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reports diplopia in both eyes. She reports seeing a shadow which makes reading difficult, even with full correction using eyeglasses. Both lenses are central, in the bag, with no posterior capsular opacification. Additional info has been requested. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number.